Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03311.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve, the access site dissected. The 20 mm commander delivery system got stuck within the 14 fr esheath at the bifurcation of common iliac artery (cia) and external iliac artery (eia). A second device was prepared. The second delivery system got stuck, but eventually, it was able to advance. The valve was deployed. An intravenous ultrasound showed dissection. The dissection was expanded by a balloon, and a stent was placed. The operator stated that although the vessel diameter was adequate, there might have been a possibility of poor placement due to calcification, and the force applied during device insertion tends to escape easily, when using a 20 mm valve.

Manufacturer narrative:
A supplemental MDR is being submitted, following administrative review to obtain report number for cross-referencing, and the status of the investigation was observed to have been erroneously omitted under h11. The investigation for this report is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03311.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. B5, h6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. As reported, 'the operator stated that although the vessel diameter was adequate, there might have been a possibility of poor placement due to calcification.' Additional patient information revealed 'mild tortuosity' and minimum luminal diameter of 5.0x8.00 mm. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In this case, the difficulty advancing the valve through the sheath, and subsequent discovery of cia dissection treated with stent placement could not be confirmed, as no related imagery or device was provided. The available information suggests patient factors (tortuosity, calcification, under-sized vessels) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturer reports submitted for this case. Please reference related manufacturer report no: 2015691-2024-03311.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve, the access site dissected. The 20 mm commander delivery system got stuck within the 14 fr esheath+ at the bifurcation of common iliac artery (cia) and external iliac artery (eia). A second device was prepared. The second delivery system got stuck, but eventually, it was able to advance. The valve was deployed. An intravenous ultrasound showed dissection of the cia. The dissection was expanded by a balloon, and a stent was placed. The operator stated that although the vessel diameter was adequate, there might have been a possibility of poor placement due to calcification, and the force applied during device insertion tends to escape easily, when using a 20 mm valve.